Event description:
It was reported that medical attention was sought on (B)(6)2017 at 2:00 pm after the end user stated that her test strip were not responding with her prodigy diabetes meter. The end user was sweating and her speech was slurred. The paramedics were called and they performed a blood glucose test with their meter but she could not recall the reading. She was given d50 and a peanut butter and jelly sandwich. No further treatments were administered and it was not necessary to transport the end user to the ER. No additional details were provided in regards to this medical event.